Manufacturer narrative:
MDR 3003442380-2024-02024 - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the israel. It was reported that tubing connector p-caps were broken or detached. The patient confirmed that the device labels, including the serial number and dome label stickers, were reported as missing, removed, worn, faded, or damaged following usage. No further information available.